Event description:
The technician alleged the bed will not place a nurse call. No pt impact.

Manufacturer narrative:
The technician found the side comm cable has a pin that was bent. The technician replaced the side comm cable to resolve the issue.